Event description:
During a left coronary angioplasty, air was noticed in the fluid path components. No harm or injury occurred as a result of this event. The hospital reported occurrence of this type of event but could not provide any info about those occurrences. This report represents the third of three incidents reported at the same time to merid medical systems by the same hosp.